Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain via a manufacturer representative. It was reported that there was pain, discomfort, and shocking sensations at the implantable neurostimulator site. Impedances were checked and all were within normal range. Reprogramming was performed and adaptive stimulation was activated as an action/intervention taken to resolve the issue. It was unknown at the time of the report if the issue was resolved. There was no surgical intervention performed or planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.